Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was completed by transferring the patient to another system. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfiles were checked and troubleshooting identified the tube arcing and cathode arcing. To resolve the issue, the fse cleaned the cathode on tube, high-voltage rod, and the base of the bulb tube. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system had arcing issue, not able to emit x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.